Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment. Placeholder.

Event description:
It was reported that a zero-p implant subsided into the inferior vertebral body causing an unknown number of screws to back out of the device. On an unknown date, the patient was taken back to surgery for revision to a cervical fixation cage. This report is for an unknown part number for the zero-p implant. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
It has been found that MFR #2520274-2013-03631 (B)(4) is a duplicate of MFR #1719045-2010-00105 (net regulus (B)(4). Therefore, MFR #2520274-2013-03631 is being cancelled and MFR #1719045-2010-00105 will remain the official case of record. This report is 1 of 2 for (B)(4) blank fields on this form indicate information that is unknown, unavailable or unchanged. This device was used for treatment not diagnosis.